Manufacturer narrative:
(B)(4): information was not provided by the initial contact.

Event description:
It was reported that during an ivor lewis esophagectomy procedure, used as normal, first few clips adbvanced and formed as normal then clip applicator simply stopped advancing clips. Another device was used to complete the procedure. There were no adverse consequences for the patient.